Event description:
Device malfunction: mislabeling. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left renal artery procedure as the rx viatrac plus was advanced proximal to the target lesion, it was noticed that the balloon appeared longer than labeled on the packaging. The balloon catheter hub was inspected and read 7mm x 30mm x 80cm. The chipboard box and inner pouch were labeled 5x15x80. The uninflated device was removed from the body, and lesion dilatation was completed using another rx viatrac. There was no adverse patient effect. Additionally the physician commented there have been about 2 other mislabeled products (device identification and manufacturer unspecified) on about 2 other occasions. There is no data available on those 2 incidents. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed the vendor seal had been peeled open. The abbott seal was intact. The balloon was tightly folded. The rx viatrac plus balloon catheter side arm was labeled 7.00x30 and was 80cm in length and the labeled pouch and chipboard box were labeled 5.0x15 80. The mislabeling is being evaluated through the corrective action preventive action (CAPA) system. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.